Event description:
It was reported that the there was a suspected problem with the manufacturer device or therapy. Healthcare provider stated that the patient claimed the stimulator will be removed tomorrow because it was not working. The caller stated that the system was implanted on (B)(6) 2015. No symptoms reported. Additional information has been requested for device serial number, symptoms and intervention taken but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).